Event description:
Patient reported upper and lower teeth need more straightening. They had to have wisdom teeth removed despite byte affirming they would not need them removed for treatment. They also had to get a root canal; they never had to do this or had issues before starting the aligners. They also loss another tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.